Event description:
It was reported that the patient had the device for almost 3 and a half years. The patient just had the battery pack replaced. It just stopped. The device stopped the patient's tremors almost completely. The health care professional (hcp) did not tell the patient beforehand that they would put a halo on and shave their head. The halo "was the worse." The patient's hair grew back. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).